Event description:
The facility reported that during treatment of a pt that was lying on a streamline continental couch, the gas strut underneath the leg section suddenly broke off; the fastening with the upholstery is also broken. The pt hit her knees and suffered a minor impact to her back, but there were no reported injuries suffered from the event.

Manufacturer narrative:
The report is being filed under (B)(4) by arjohuntleigh (B)(4) on behalf of the MFR arjohuntleigh, a branch of arjo (B)(4). Please note that previous medwatch reports for this product may have been submitted for the mfg site huntleigh healthcare ltd ((B)(4)). As of 2011, that number was de-activated due to the site no longer shipping product to the USA. Going forward, complaints related to this product are to be handled by arjohuntleigh, a branch of arjo limited med ab and any medwatch reports will be submitted under (B)(4). Add'l info will be provided following the conclusion of the MFR's investigation.